Manufacturer narrative:
Additional information was received that the infection was believed to be not device related or procedure related, and the cause was unknown. The patient underwent a revision procedure wherein the lead was relocated. The patient was doing well postoperatively. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had developed an infection at the lead site and symptoms of watering and swelling over the left eye which was previously reported had gotten worse. It was also noted that patient took additional pain medication due left forehead pain which was located at the site of the supraorbital lead. Antibiotics were prescribed. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient had developed an infection at the lead site and symptoms of watering and swelling over the left eye which was previously reported had gotten worse. It was also noted that patient took additional pain medication due left forehead pain which was located at the site of the supraorbital lead. Antibiotics were prescribed. The patient will undergo a lead replacement procedure.